Event description:
A report was received that the patient was having ipg charging difficulty. It was reported that the ipg seemed to have flipped and seemed that one or both anchoring sutures were broken. Upon examination, the battery felt mobile under the skin. The patient will undergo an ipg revision procedure to re-anchor the system.